Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a button error alarm. The customer's blood glucose was 119 mg/dl at the time of incident. The customer's blood glucose was 456 mg/dl at the time of call. The customer's mother stated that he treated the high blood glucose with manual injections. The customer's mother stated that they might have slept on the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.